Event description:
After an implantation period of approx. 68 months, it was reported that the device shows the eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. An unexpected battery voltage trend could be confirmed during analysis. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.